Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. X-ray confirmed that electrode array had backed out of the cochlea. The surgeon was able to able re-position the electrode array. The recipient is wearing the device successfully.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The repositioning reportedly occurred during the initial implant surgery, and the recipient reportedly did not leave the operating room (or) throughout the entire procedure. Device testing revealed results within normal limits. The recipient is using device successfully following activation. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.